Event description:
A customer site reported a loss of telemetry monitoring when the cic (central station) continuously rebooted. The issue reportedly occurred following replacement of the keyboard. Monitoring was down for approx one hr. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.